Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 560mcg/day via an implantable pump. It was reported that the patient had pump replacement for eri (elective replacement indicator) in (B)(6). The patient is very thin, quadriplegic and has spasticity and is contracted. The patient¿s father reported to the physician on tuesday (B)(6) 2021 that the pump incision appeared to be inflamed and a small part of catheter was starting to protrude out of incision area due to constant rubbing of his contracted leg on the abdomen. The environmental, external or patient factors that may have led or contributed to the issue was the patient is in poor health, is very thin and contracted. The patient is a quadriplegic and has ulcers from being in bed. The patient was scheduled for surgery right away and no other diagnostics were done. The actions and interventions taken to resolve the issue was the physician opened the pump pocket and removed some of the distal portion of the catheter and replaced it with a new pump piece. The physician put some antibiotics in the wound and tried to make a bigger pocket as the patient was so thin. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.